Event description:
The international distributor's customer reported the unit stopped working while in CPAP mode. The ventilator was in use on a patient and there was no patient harm. The customer reported there was no alarm. The service technician reported the power supply had failed. Evaluation of the power supply failure indicates the ac to dc converter has failed. The power supply was replaced to correct the reported problem.

Manufacturer narrative:
Na